Event description:
It was reported that the programmer had cracked glass. The programmer was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): cracked overlay display. Power cord bay door is damaged/broken. Stylus will not calibrate. Keyboard latch damaged/broken. Software errors found on the programmer error log.